Event description:
Follow up information reported that there was no known cause for the event. There was no additional intervention needed and the patient was reported as doing well according to their doctor. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy154463h ) showed ins battery, normal end of life. No telemetry and no output. No significant anomaly.

Event description:
It was reported the patient was upset with the longevity of the therapy. It was noted the patient only received therapeutic effect for eight months. It was reported the device was explanted the day prior to call. It was noted the programs had been evaluated and nothing worked for the patient.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v526909, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v526909, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information reports the stimulator was removed because the patient felt therapy never worked and requested the stimulator to be analyzed. There was no patient death and it was noted the patient recovered without sequela.

Manufacturer narrative:
(B)(4).